Manufacturer narrative:
Additional initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a post-arrest patient, the console generated a leak in iab circuit alarm one time. Troubleshooting revealed that they had used the ¿help¿ screen and done an iab fill. No blood was detected in the helium line. The patient was vented with a positive end-expiratory pressure (peep) of 5cmh20. They were not febrile or chemically paralyzed or conscious, were not thought to have been coughing at the time of the alarm, and were capable of swallowing, etc. The femoral insertion site was not flexed and the patient did not have an exceptionally large belly or chest. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).